Event description:
A search of the manufacture database reported a patient implanted with an implantable pulse generator (ipg) system was deceased. Information identified in the manufacture¿s data base indicated the patient died approximately one month post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information with the funeral home and physician office were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID 5076-52 implanted: 2006 (B)(6); product ID 5076-45 implanted: 2006 (B)(6). (B)(4).